Manufacturer narrative:
(B)(4). Additional: unopened samples were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-88059. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported by vet that an animal underwent a mammectomy procedure on (B)(6) 2019 and suture was used. When performing the suture of the abdominal wall and/or subcutaneous tissue, the needle pulled off from the thread after few tissue passages without exerting excessive tension. Use of another thread to finish the procedure without any issue for the animal.